Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 6 mg/dl. The repeated result was 8 mg/dl.

Manufacturer narrative:
Section e1: initial reporter facility name: (B)(6) medical department. The reagent lot number and expiration date were not provided. Reagent issues were excluded. The field service representative replaced and adjusted the sample needle. He hypo-rinsed the reagent and sample needles. He checked and adjusted the wash water and gear pump pressure. The qc was acceptable. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient operator and service maintenance.